Event description:
A report was received that the patients ipg was off but it came on by itself and it feel like it went up to max amplitude. It was also mentioned that the patients ipg was having charging issue. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 sn (B)(4): device evaluation indicated that the complaint was confirmed. Internal battery impedance between two tabs was varied from 1.16 ohms to open supporting the battery tab anomaly. The defective battery was the source of the reported complaint.

Event description:
A report was received that the patients ipg was off but it came on by itself and it feel like it went up to max amplitude. It was also mentioned that the patients ipg was having charging issue. The patient underwent an ipg replacement procedure.